Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a malpositioned catheter was inconclusive with the provided evidence. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample contained usage residue throughout and an injection cap was attached to the luer hub. Gross visual evaluation of the device found a ~1.5mm region of catheter damage between the 36cm and 37cm depth markings which did not appear to be a contributing factor in the alleged catheter malposition and was addressed within related file. No potential cause for a malpositioned catheter was observed. Microscopic examination of the sample for observations related to a catheter malposition was unremarkable. Possible contributing factors include placement technique and migration of the catheter due to dressing/securement. Ultimately, no evidence supporting confirmation of the event, or root cause of the alleged deficiency, was observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted for chemotherapy in (B)(6) 2018. On (B)(6) 2018, blood collection via the catheter couldn¿t be performed and fluoroscopy revealed that the distal of the catheter advanced too far toward the heart. There was no reported patient injury.